Event description:
It was reported by an attorney that the patient underwent a gynecological procedure on (B)(6) 2007 and mesh was implanted. It was also reported that she experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was further reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4). It was reported that the patient underwent gynecological procedure and mesh was implanted along with the concurrent procedures perivaginal repair with mesh using mesh system due to pop and cystocele. It was reported that following insertion the patient experienced urinary problems, recurrence, dyspareunia, vaginal scarring, bowel problems, bleeding and neuromuscular problems. It was reported that the patient underwent rectocele repair with puborectalis muscle reconstruction/posterior vaginectomy/vaginorrhaphy on 06/08/2009 due to rectocele and lax pelvic floor.

Manufacturer narrative:
(B)(4). A review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
(B)(4). No conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
Date sent to the FDA: (B)(4) 2017 .